Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5155831.

Event description:
It was reported via voluntary medwatch that the right atrial lead was explanted due to bacteremia and vegetation. Patient consequences were not provided.